Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with low blood glucose. The customer stated he went to bed and had a low blood glucose during a lost sensor state with his pump and thus threshold suspend was not activated. When he woke up, the customer was in the hospital. His blood glucose was reportedly under 20 mg/dl when the ambulance treated him. The customer also sated that he had been losing weight and needed to adjust his basal rates but had not done so, which he believes could have caused the low. Nothing further was reported.